Event description:
Patient was experiencing cardiac issue (bradycardia). The patient also had a recent settings increase. Per the provider, the bradycardia could be related to one of the patient's medication, but is also unsure if it is related to vns. It was later updated the physician believes vns may be causing the bradycardia. Physician noted they may try turning off the device to see if bradycardia improves. No additional relevant information has been received.